Event description:
The procedure was a fistulagram. After the fistulagram was completed, a guidewire was placed and over this a 7f venous sheath was inserted through which, interventions were performed. The venous graft segment stenosis was treated with angioplasty using a standard balloon size 8 x 4. The post intervention stenosis was 40%. The residual stenosis was treated with a protege stent (size 12 x 40). This protege gps stent fractured upon dilatation of the waist inside the stent due to the noncompliance of the lesion. A second stent 12 x 40 was deployed inside of the first stent to fix the fractured stent. The patient tolerated the procedure well, and left the procedure room in stable condition.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Device not returned - cine image received.